Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced issue with infusion set event on (B)(6) 2026. The infusion set was in use for two days. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.